Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position via left transfemoral approach, during inflation of the commander delivery system while deploying the valve, there was asymmetrical inflation and delay of inflation occurred at the distal portion of the balloon. The valve was successfully deployed with no patient injuries due to the inflation problems. The patient was stable and awaiting vascular repair for a non-edwards closure device injury. Per imaging review, esheath+ distal tip tear and system components separate were found.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. The investigation is ongoing.